Event description:
It was reported the tip of the catheter has bent (it was evident that the tip of the catheter bends when it enters the skin). Area where the insertion of the catheter has been performed was quite damaged and the catheter is fixed on a layer of fixomul, this way of fixing the catheter has been used for more than a year and was due to the skin allergy that the patient presents due to the glue of the membrane that had the catheter for fixation. This situation had occurred on several occasions and the patient had been given a catheter so that she could change it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other text: it was further reported that no patient injury occurred. The event is ongoing. A1 updated, b3, d4: UDI, catalog number, lot number, expiration date, and h4 are unknown, corrected data: h6: health effects.